Manufacturer narrative:
For any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address large pseudo tumor behind cup, inferiority. It was also indicated that the greater trochanter was affected as well and stem was also removed. Trunnion was stained with what appears to be metal debris.

Manufacturer narrative:
The patient was revised to address large pseudo tumor behind cup, inferiority. It was also indicated that the greater trochanter was affected as well and stem was also removed. Trunnion was stained with what appears to be metal debris. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.